Manufacturer narrative:
(B)(4): the reported complaint was observed on the error log, however, pa was unable to reproduce failure in test.lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2012, the reporter contacted lifescan USA, alleging error 2. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.